Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 27-mar-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('abdominopelvic pain') and adenomyosis ('adenomyosis') in a 39-year-old female patient who had essure (batch no. 626280) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, adenomyosis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), abdominal pain ("abdominopelvic pain"), neuralgia ("neuropathic pain of the upper limbs and lower limbs, with permanent paroxysmal pain like burn and electrical shock"), headache ("violent headaches"), oropharyngeal pain ("permanent sore throat"), hyperhidrosis ("sweating") and asthenia ("permanent asthenia"). On (B)(6) 2019, the patient experienced toothache ("dental pain"), musculoskeletal pain ("shoulders pain"), fatigue ("general fatigue"), arthralgia ("joint pain") and allergy to metals ("nickel allergy"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, abdominal pain, neuralgia, headache, oropharyngeal pain, hyperhidrosis, menorrhagia, asthenia, toothache, musculoskeletal pain, fatigue, arthralgia and allergy to metals outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, fatigue, headache, hyperhidrosis, menorrhagia, musculoskeletal pain, neuralgia, oropharyngeal pain, pelvic pain and toothache to be related to essure. The reporter commented: essure was removed at the patient's request and due to medical reason. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy due to adenomyosis. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2020: questionnaire received. Information added: medical history, reason for essure removal, reporter assessment. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1908416) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and adenomyosis ('adenomyosis') in a 39-year-old female patient who had essure (batch no. 626280) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, adenomyosis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("violent headaches"), neuralgia ("neuropathic pain of the upper limbs and lower limbs, with permanent paroxysmal pain like burn and electrical shock"), oropharyngeal pain ("permanent sore throat"), hyperhidrosis ("sweating") and asthenia ("permanent asthenia"). On (B)(6) 2019, the patient experienced allergy to metals ("nickel allergy"), toothache ("dental pain"), musculoskeletal pain ("shoulders pain"), fatigue ("general fatigue") and arthralgia ("joint pain"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, abdominal pain, allergy to metals, menorrhagia, headache, neuralgia, oropharyngeal pain, hyperhidrosis, asthenia, toothache, musculoskeletal pain, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, fatigue, headache, hyperhidrosis, menorrhagia, musculoskeletal pain, neuralgia, oropharyngeal pain, pelvic pain and toothache to be related to essure. The reporter commented: essure was removed at the patient's request and due to medical reason. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy due to adenomyosis. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2019. The most recent information was received on 07-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominopelvic pain") in a 39-year-old female patient who had essure (batch no. 626280) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominopelvic pain"), neuralgia ("neuropathic pain of the upper limbs and lower limbs, with permanent paroxysmal pain like burn and electrical shock"), headache ("violent headaches"), oropharyngeal pain ("permanent sore throat"), hyperhidrosis ("sweating"), adenomyosis ("adenomyosis") and asthenia ("permanent asthenia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"). At the time of the report, the pelvic pain, abdominal pain, neuralgia, headache, oropharyngeal pain, hyperhidrosis, adenomyosis, menorrhagia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, asthenia, headache, hyperhidrosis, menorrhagia, neuralgia, oropharyngeal pain and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-may-2019. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('abdominopelvic pain') in a 39-year-old female patient who had essure (batch no. 626280) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominopelvic pain"), neuralgia ("neuropathic pain of the upper limbs and lower limbs, with permanent paroxysmal pain like burn and electrical shock"), headache ("violent headaches"), oropharyngeal pain ("permanent sore throat"), hyperhidrosis ("sweating"), adenomyosis ("adenomyosis") and asthenia ("permanent asthenia"). On (B)(6) 2019, the patient experienced toothache ("dental pain"), musculoskeletal pain ("shoulders pain"), fatigue ("general fatigue"), arthralgia ("joint pain") and allergy to metals ("nickel allergy"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, neuralgia, headache, oropharyngeal pain, hyperhidrosis, adenomyosis, menorrhagia, asthenia, toothache, musculoskeletal pain, fatigue, arthralgia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, fatigue, headache, hyperhidrosis, menorrhagia, musculoskeletal pain, neuralgia, oropharyngeal pain, pelvic pain and toothache with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: upon receipt of follow-up information, case (B)(4) (legacy device report num 2951250-2020-02290) was identified as follow-up of this case. All the information from deleted case has been transferred to this case. New reporter pharmacist added; essure insertion date was updated from (B)(6) 2008 to (B)(6) 2008 and removed on (B)(6) 2019; new events dental pain, shoulders pain, general fatigue, joint pain, nickel allergy added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2019. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and adenomyosis ('adenomyosis') in a 39-year-old female patient who had essure (batch no. 626280) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, adenomyosis and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("violent headaches"), neuralgia ("neuropathic pain of the upper limbs and lower limbs, with permanent paroxysmal pain like burn and electrical shock"), oropharyngeal pain ("permanent sore throat"), hyperhidrosis ("sweating") and asthenia ("permanent asthenia"). On (B)(6) 2019, the patient experienced allergy to metals ("nickel allergy"), toothache ("dental pain"), arthralgia ("shoulders pain"), fatigue ("general fatigue") and joint pain ("joint pain"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, abdominal pain, allergy to metals, menorrhagia, headache, neuralgia, oropharyngeal pain, hyperhidrosis, asthenia, toothache, arthralgia, fatigue and joint pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, asthenia, fatigue, headache, hyperhidrosis, menorrhagia, neuralgia, oropharyngeal pain, pelvic pain, toothache and joint pain to be related to essure. The reporter commented: essure was removed at the patient's request and due to medical reason. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy due to adenomyosis. No follow-up was performed after removal. Lot number: 626280, manufacturing date: 2007-12, expiration date: 2009-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2021: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominopelvic pain") in a (B)(6) female patient who had essure (batch no. 626280) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominopelvic pain"), neuralgia ("neuropathic pain of the upper limbs and lower limbs, with permanent paroxysmal pain like burn and electrical shock"), headache ("violent headaches"), oropharyngeal pain ("permanent sore throat"), hyperhidrosis ("sweating"), adenomyosis ("adenomyosis") and asthenia ("permanent asthenia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"). At the time of the report, the pelvic pain, abdominal pain, neuralgia, headache, oropharyngeal pain, hyperhidrosis, adenomyosis, menorrhagia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, asthenia, headache, hyperhidrosis, menorrhagia, neuralgia, oropharyngeal pain and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.